Event description:
It was reported the patient experienced excessive sedation. The severity was noted as ¿severe¿ as the patient required in-patient hospitalization. The patient was admitted to the hospital on (B)(6) 2014 secondary to excessive sedation. A magnet was ordered over the pump to suspend therapy. The event was considered ongoing. It was later reported the system was being used to deliver dilaudid, bupivacaine, and baclofen. It was noted a 30% dose increase was programmed on (B)(6) 2014. It was later reported that therapy had resumed on (B)(6) 2014. The event resolved without sequelae on (B)(6) 2014.

Event description:
Additional information received reported that the event resulted in a serious deterioration in the health of the patient and resulted in prolonged hospitalization.

Manufacturer narrative:
(B)(4)

Manufacturer narrative:
Concomitant medical products: product ID: 8835, serial# (B)(4), product type: programmer, patient. Product ID: 8709, serial# (B)(4), implanted: (B)(6) 2010, product type: catheter. (B)(4).